Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports that when the spo2 goes down, the system is not alarming and that they cannot hear the speaker. The device was in use on a patient. There was no report of patient or user harm.